Event description:
It was reported that a user¿s ilet bionic pancreas did not display blood glucose values when attempting to use a dexcom g7 sensor, and the user was guided through switching cgm settings from g6 to g7, starting the sensor, and restarting the ilet. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included no medical intervention and no hospitalization. Investigation included user education and troubleshooting of cgm pairing and sensor start procedures. Investigation of this case revealed a pairing failure involving the dexcom g7 integration. It was concluded that the device functioned as designed once proper setup steps were performed, and the event was attributable to cgm pairing and setup issues rather than a failure of insulin delivery.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.